Event description:
The sales rep reported that during a shoulder procedure the surgeon noted that there were metal shavings emanating from a lupine drill guide and falling into the patient's joint space. All of the debris was retrieved from the body, and the procedure was completed successfully without further issue or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
Although nothing is being returned for evaluation, we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. Outside of this hypothesis and consideration, we cannot discern any other root cause for the reported issue. At this point in time, no corrective or further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.